Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the cycler alarmed for air detected in the cassette during fill 1 of 5. During troubleshooting a leak was found between the patient's catheter and the patient line of the pd set. The treatment was discontinued. No other leaks or fluid were found. The set was discarded. During follow up another of the patient's nurses reported there were no injuries or complications associated with the leak.